Event description:
Additional information from the updated crf received documented that there was bleeding complications which led to the patient¿s death. This event was not related to the device but was related to the procedure and related to the aneurysm. Secondary intervention was required (conversion to open repair and transfusion).

Event description:
Additional information received reported that the patient had been hospitalized for repeated falls, and the previously reported retroperitoneal hematoma was accidentally discovered during patient's hospitalization. A CT scan done approximately one month after the discovery of the retroperitoneal hematoma showed that the aneurysm had ruptured. The patient was converted to open repair due to patient's poor general health condition. The physician explanted the stent grafts and the aorto-bi-iliac bypass graft. The patient expired seven days later due to multi-organ dysfunction syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ruptured aneurysm was an aneurysm of the right common iliac artery. Intervention was planned prior to the rupture but was canceled because of the patient¿s poor health. The aneurysm then ruptured and the patient was operated on as an emergency and the patient was converted to open repair. It was also noted that a transfusion was required. The investigator assessed this to be related to the procedure and the aneurysm. It was also noted that this event resulted in a life-threatening injury and hospitalization.

Manufacturer narrative:
Concomitant medical products: enlw1624c120ee, sn (B)(4), expiration date: 2014-06-06; enlw1616c120ee, sn (B)(4), expiration date: 2014-06-06; enlw1613c120ee, sn (B)(4), expiration date: 2014-06-11. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm. It was reported that the patient expired. The cause of the patient¿s death is unknown. No additional clinical sequelae were reported.